Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 04/18/2017. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. The plunger was observed in a fully advanced position and the cartridge was correctly engaged into lower body of the pcb00 device. The pushrod was observed exposed out of the cartridge tip. Visual inspection at 10x microscope magnification showed the intraocular lens (iol) was torn and stuck at the cartridge tip. Only a piece of lens was observed. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted .

Manufacturer narrative:
If explanted, give date: not applicable as there is no indication that the lens was explanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of an intraocular lens (iol), the plunger of the preloaded delivery system was not advancing straight but it was veering towards the right. Reportedly, the lens was injected into the patient's eye and the leading haptic was stuck on the optic and the trailing haptic was opened. The lens remained implanted. No incision enlargement and no patient injury was reported. No further information was provided.